Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2016. The revision surgery was due to the cup position being retroverted and too vertical causing the patient pain. During the revision a serf ci 57/28 e, serf sunfit th 57, and an omni femoral cocr head size 28mm x +3.5mm, were replaced with serf sunfit th 61, serf ci 61/28 e, and an omni femoral cocr head of the same size.